Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. Functional testing was unable to replicate the reported e22 and e50 errors. The handpiece was deconstructed and viewed under magnification. No signs of fluid ingress, physical damages, or anomalies were observed on the encoder wheel and sensor board. The log file review was able to confirm the reported e22 and e50 as well as e23 errors. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as intended, however, it is unknown what caused the reported failure to occur. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c10520 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, the aquabeam robotic system generated an "e22 - motorpack error" message and an "e50 - console error" message. Multiple troubleshooting steps were performed; however, the issue persisted. A second aquabeam handpiece was used; however, the aquabeam robotic system again generated an "e22 - motorpack error" message and an "e50 - console error" message. A third aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.